Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported insulin was not observed exiting the infusion set tubing or the cartridge tubing during the load fill tubing sequence. The customer's blood glucose level was 125mg/dl. A cartridge change was performed and the load process was successfully completed.